Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 and g2. Additional information added to fields d8, h3 and h6. The olympus field service engineer (fse) performed an on-site visit to the facility. The fse inspected the unit and confirmed the problem. Based on the results of the investigation, it is likely that the lock lever of the connecting tube was broken by external stress applied toward the wrong direction. However, a root cause for the malfunction could not be identified. The event can be detected by following the instructions for use: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube was broken. The issue occurred during reprocessing. There were no reports of patient involvement.